Manufacturer narrative:
The UDI is (B)(4). The directlink icp module was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that while in the operative room, the directlink was connected to the draeger monitor to zero the sensor. The internal checking was ok and the zeroing successful. Once the directlink was disconnected from draeger and connected to the philips intelliuve mx800 monitor in the ICU (reconnecting procedure was followed), the signal was not detected, and the measure was not available. After some time, the signal came back but it was not reliable, sometimes it was negative sometimes positive. They solved the problem opening another icp kit and taking the portable monitor (philips) to do the zeroing of the sensor and the patient was taken to the ICU unit to reconnect it with the philips monitor. The patient care was delayed 1 hour.